Event description:
It was reported that during an unknown procedure, the device did not pass a system check with the hand switch. Then the device passed a system check with the foot switch. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good condition. The device was connected to a test hand piece and a generator and was functionally tested. The hand control switch assembly buttons were found to be not functional when activating the device. However, no issue were noted when the device was activated with a footswitch. The device was disassembled to inspect the internal components. The hand activation wires were found to be damaged; this resulted in the inability to use the hand activation feature of the device. No conclusion could be drawn as to how the wires became damaged.